Manufacturer narrative:
The insulin pump was received with blank display problem isolated to lcd board. Analysis was unable to verify unexpected black display or display anomaly during button pressing due to blank display. The insulin pump was received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that the display would need to time to be visible after pressing a button. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.